Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 15aug2024, it was stated that the alarm issue experienced was for the primary alarm. The asp was able to confirm that the device still produced an audio and a visual cue for the alarm. The asp was not able to provide an error code for the issue. The customer did not provide the device diagnostic report (drpt) from the time of the event. The asp stated that there was no repair of the device due to the customer refusing to pay for repair. Philips is unable to confirm the final disposition of the device because of the customers refusal of service. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator stating that there was an "alarm delay." The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.